Event description:
Boston scientific received information that at the pre-discharge check one day post implant, the right ventricular (rv) lead exhibited loss of capture and high out of range pacing impedance measurements. It was noted that the shock impedance was normal and the electrogram (egm) strips were clean. An echocardiogram was performed and a perforation was noted. Subsequently a revision procedure was performed where the rv lead was successfully revised. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.